Event description:
Account alleged that the bed has a head hi/low drift, no incident was reported as a result of this drift.

Manufacturer narrative:
Technical support asked account to check the head hi/low down and trendelenburg valves. Account stated that the hydraulic tank is leaking. Technical support gave the account the part number for the hydraulic tank.